Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent a surgical procedure and placed their ipg into surgery mode. After the unrelated surgery the patient had connection issues from their programmer and ipg. A local rep was able to meet with the patient and resolve the issue.